Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the distal tip of the shaver unit was lost inside the pt. It was further reported that the piece was successfully removed.